Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation a review of the instructions for use (IFU), quality control and a visual inspection of the returned device was conducted during the investigation. One fredrick-miller feeding tube set was returned to the manufacturer for investigation. A visual inspection of the device confirmed the presence of a hole in the material, located 11cm from the hub. Additionally, a document based investigation evaluation was performed. It was concluded that the device in question was visually and functionally inspected by quality control and no related gaps in production or processing controls were noted. A device history review was unable to be performed because the lot number is unknown. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: clinical manager. PMA/510(k) #: pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a frederick-miller feeding tube set was used for nasojejunal feeding tube placement. An unspecified amount of time after placement, the patient discovered a hole in the tube. The patient returned to the hospital and the tube was replaced with another. No other adverse effects were reported.